Manufacturer narrative:
The biomedical engineer (bme) reported that the zm transmitter would power off after two minutes of inserting the batteries. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/15/2026 emailed the bme for the information in the ni list above: the bme replied the additional information was unknown.

Event description:
The biomedical engineer (bme) reported that the zm transmitter would power off after two minutes of inserting the batteries. No patient harm was reported.